Event description:
It was reported that an alert via remote transmission for ventricular noise reversion was detected. A review of the electrogram (egm) indicated oversensing of external isoelectric noise. No programming changes were made; the right ventricular (rv) lead will be monitored. There were no adverse health consequences, the patient was stable.